Event description:
The dealer stated he has had to replace the on off switch on several units. The dealer said that he has had about 10 units thus far that he has had to replace the on off switch. The dealer mentioned he had one that only had 800 hours and he needed to replace the switch